Event description:
Manufacturing ref: 2184149-2023-00221. During a supraventricular tachycardia procedure, there was no contact force resulting in a delay. The pressure curve, contact force at the tip of the catheter, and the metric display were not visible. The tactisys quartz was connected per usual, and the tacticath se ablation catheter was displayed. Restarting the ensite x system, replacing the tacticath se ablation catheter, and replacing the tactisys quartz did not resolve the issue. The procedure was completed with no contact force without any patient consequences. All post-incident procedures have been completed using the same equipment, except the ablation catheters, without the issue occurring again.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis indicated a brief loss of contact force during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported contact force remains unknown.